Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. Customer reported 9 sensors (3mh00cfqkwd, and 8 unknown). All sensor issues have been captured under this submission. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported multiple issues with adc devices. The customer indicated sensor error message with 5 sensors and lower sensor readings with 3 sensors. Details of the report are as follows: "abbott freestyle libre continuous glucose monitor over the past 4 + months 8 of 9 sensors have been defective, three failed to start, two quit well before the advertised 14 days, three gave very low inaccurate readings (50 or more less than finger stick)". Contact with the customer was made and he further reported an additional sensor that provided low readings. There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.